Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Voluntary patient report number mw5068666. (B)(4).

Event description:
Patient event received via FDA voluntary event report, reporting patient dissatisfaction with outcome of the left eye eleven months post custom lasik procedure. Patient reported dryness, itching, burning and stinging of the eye; as well as, not feeling well throughout the day. Patient indicated he has been to several follow ups with the lasik doctors and other doctors that deal with post lasik complications. Patient is currently taking fish oil, flaxseed oil, and multivitamins. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Dry eye is the most common complication of lasik and other refractive laser surgeries. Approximately 90% of corneal sensory nerves are severed during the lasik procedure and sensory nerve fibers in the cornea are important for stimulating tear production. As a result, lasik may impair tear generation resulting in dry eye. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4)/